Event description:
Medtronic (covidien) received information through clinical trial data review that after the mechanical thrombectomy (mt), the patient developed a subarachnoid hemorrhage (sah). The sah was confirmed by computed tomography (CT) imaging post procedure. The sah was reported to have disappeared by the following day, which was confirmed by a CT scan. No medical intervention performed for the sah. Prior to the adverse event, the patient experienced an acute stroke and was treated with mechanical thrombectomy device. The device was used twice within the left middle cerebral artery m2. The thrombolysis in cerebral infarction (tici) was 0 and arterial occlusive lesion (aol) was 0, which did not improve after treatment procedure. The patient also received tissue plasminogen activator (tpa) but the target vessel was not revascularized and mt was performed. 11 weeks after the mechanical thrombectomy procedure, the patient was reported to have expired from pneumonia.

Manufacturer narrative:
The device was not returned for evaluation as it was discarded at the site. Based on the reported information, there did not appear to have been any defect of the device during use. The event occurred in the patient post procedure and its cause was unknown. The lot history record review of the reported lot number showed no discrepancies that may have contributed to the reported experience. (B)(4).